Event description:
The patient received 2 trial scs leads. It is unknown which lead is related to this issue nor the lot number. It was reported the patient was not receiving stimulation in her pain pattern following her trial procedure. It was also reported post-operative programming did not resolve the issue. Subsequently, the patient underwent surgical intervention during which the scs trial lead was tested as it was repositioned; stimulation was still not achieved in the patient's pain pattern. The scs leads were explanted and the procedure was abandoned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.